Event description:
Litigation alleges that patient experienced pain and discomfort in hip. It became increasingly painful to walk, move their legs, and to rise from a seated position. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address clear, yellow fluid and no evidence of bony ingrowth. The information received does not change the MDR decision.

Event description:
Litigation alleges that patient experienced pain and discomfort in hip. It became increasingly painful to walk, move their legs, and to rise from a seated position.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This incident did not occur in (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.